Manufacturer narrative:
Method: no product was returned for evaluation and investigation. However, a review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: the report did not provide any specific information concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, the file will be reopened.

Event description:
Fast flow. No further information to be provided. Date of event: (B)(6) 2010. Per dfu: the nominal fill volume: 100ml; flow rate: 2 ml/hr. Anp: ask but not provided.